Event description:
Patient fell and fractured her pelvis. After a couple of months, patient complained of pain in the shoulder. After x-rays , a surgeon noticed the head had rotated and sitting too high in the joint. A revision surgery was required. Only the head and trunion were replaced. This device is used for treatment.